Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the pending revision reported was likely the result of the spine stiffening screw backing out of the tibial stem extension and subsequent disassociation of the tibial insert from the tibial tray. However, the reason for screw disengagement could not be determined based on the information provided and the devices were not returned for evaluation. The most probable root cause associated with the reported event of "disassembled / misassembled" is associated with the unwanted disassembly of the device, or incorrect assembly of the device (attaching mating instrumentation incorrectly, assembling an implant construct off-axis, etc.).

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, patient has a revision coming up as it appears to be an optetrak nmc prosthesis with a dislocated polyethylene insert and screw.